Event description:
A customer contacted beckman coulter regarding an elevated troponin (accu tnl) result from a single pt that was generated by the unicel dxl 800 access instrument. The accu tnl result was 1.83 ng/ml. The result was not reported out of the lab. The customer re-tested the pt original sample for accu tnl, and the result was 0.45 ng/ml. The customer tested the pt original sample for accu tnl on a different instrument in their lab, and the result was 0.40 ng/ml. The customer indicated that there has been no change to pt treatment attributed to or connected with this event.